Event description:
Patient reports that she has been getting high blood sugars for the last 2 weeks and when she checks her sugar with her dad's glucometer her blood sugar results are lower, checked patient's test strips with clinic meter using control solution and results were 155 mg/dl, control ranges should be 82 - 127 mg/dl, patient's test strips out of range, patient was informed and provided with new rx for new test strips and instructed to report to the pharmacy, reviewed safe storage of test strips/ glucometer with handout provided patient admitted that she has been leaving her purse in the car with her test strips and that could had caused the problem.